Event description:
Reporter stated skin tissue stuck on adhesive when trying to remove the infusion headset. The patient went to the doctor and was treated with an antibiotic ointment. The infusion set was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing skin irritation cannot be verified. The headsets meet product specifications. A visual inspection on the adhesive tape and tests for needle were performed on the returned unused devices. All test results were within specifications. The reference samples were visually inspected on the adhesive tape and tested for needle. All test results were within specifications. The batch record 5006083 and sterility of the product was verified and found within specifications.